Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), menorrhagia ("excessive menstrual cycles and abnormal symptoms"), weight increased ("weight gain"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (underwent a bilateral salpingectomy to remove the essure device). Essure was removed in (B)(6) 2015. At the time of the report, the abdominal pain, back pain, menorrhagia, weight increased, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, menorrhagia and weight increased to be related to essure. The reporter commented: patient sought medical attention from her health care providers for the forgoing symptoms . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding general") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tube". The patient's previously administered products included for an unreported indication: nuvaring from 2010 to 2011. Concurrent conditions included constipation. In 2009, the patient had essure inserted. In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pelvic pain"). In 2010, the patient experienced weight increased ("weight gain/weight gain"), anxiety ("anxiety/psychological or psychiatric problems: depression and anxiety"), depression ("depression/psychological or psychiatric problems: depression and anxiety"), hormone level abnormal ("hormonal changes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), autoimmune thyroiditis ("autoimmune disorder type of disorder: thyroid , hashimoto's"), migraine ("migraines / headaches"), headache ("migraines / headaches"), fatigue ("fatigue") and alopecia ("hair loss"). In 2011, the patient experienced nausea ("nausea"), visual impairment ("vision problem/eye problems") and eye disorder ("vision problem/eye problems"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), menorrhagia ("excessive menstrual cycles and abnormal symptoms/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), pain ("right side pain"), pain in extremity ("leg right pain"), vulvovaginal pain ("vaginal pain"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with bupropion (wellbutrin), ibuprofen, surgery (underwent a bilateral salpingectormy to remove the essure device), surgery (ablation) and alternative therapy (nutrition). Essure was removed in october 2015. At the time of the report, the abdominal pain, back pain, genital haemorrhage, menorrhagia, weight increased, anxiety, depression, hormone level abnormal, vaginal haemorrhage, female sexual dysfunction, autoimmune thyroiditis, migraine, headache, nausea, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, fatigue, alopecia, visual impairment, eye disorder, pain, pain in extremity, vulvovaginal pain, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, autoimmune thyroiditis, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pain, pain in extremity, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient sought medical attention from her health care providers for the forgoing symptoms. Essure insertion date discrepancy found: 2009 and (B)(6) 2015. Date of removal: (B)(6) 2015, unsure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tubes . In (B)(6) 2009, (B)(6) 2009, (B)(6) 2010 and (B)(6) 2010: x-ray unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes, tubes not closed . Most recent follow-up information incorporated above includes: on 29-oct-2018: pfs received. New events: hormonal changes, abnormal bleeding (general), abnormal bleeding(vaginal, menorrhagia), apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression / anxiety, autoimmune disorder type of disorder: thyroid hashimoto, bladder or urinary problems or changes, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain, hair loss, failure to occlude fallopian tube were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') and genital haemorrhage ('abnormal bleeding general') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tube". The patient's medical history included cervical cancer and left lower quadrant pain. In (B)(6) 2009, (B)(6) 2009, (B)(6) 2010 and (B)(6) 2010: x-ray unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes, tubes not closed. On (B)(6) 2009, (B)(6) 2009, (B)(6) 2010 patient underwent transvaginal ultrasound. Result: nothing much, tubes not closed. Previously administered products included for an unreported indication: nuvaring from 2010 to 2011. Concurrent conditions included constipation. In 2009, the patient had essure inserted. In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pelvic pain"). In 2010, the patient was found to have weight increased ("weight gain/weight gain") and hormone level abnormal ("hormonal changes") and experienced anxiety ("anxiety/psychological or psychiatric problems: depression and anxiety"), depression ("depression/psychological or psychiatric problems: depression and anxiety"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), autoimmune thyroiditis ("autoimmune disorder type of disorder: thyroid , hashimoto's"), migraine ("migraines / headaches"), headache ("migraines / headaches"), fatigue ("fatigue") and alopecia ("hair loss"). In 2011, the patient experienced nausea ("nausea"), visual impairment ("vision problem/eye problems") and eye disorder ("vision problem/eye problems"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), menorrhagia ("excessive menstrual cycles and abnormal symptoms/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), pain ("right side pain"), pain in extremity ("leg right pain"), vulvovaginal pain ("vaginal pain"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with bupropion hydrochloride (wellbutrin), ibuprofen, surgery (ablation and underwent a bilateral salpingectormy to remove the essure device) and nutrition. Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, genital haemorrhage, back pain, menorrhagia, weight increased, anxiety, depression, hormone level abnormal, vaginal haemorrhage, female sexual dysfunction, migraine, headache, nausea, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, fatigue, alopecia, visual impairment, eye disorder, pain, pain in extremity, vulvovaginal pain, bladder disorder and urinary tract disorder outcome was unknown and the autoimmune thyroiditis had not resolved. The reporter considered abdominal pain, alopecia, anxiety, autoimmune thyroiditis, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pain, pain in extremity, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient sought medical attention from her health care providers for the forgoing symptoms. Essure insertion date discrepancy found: 2009 and (B)(6) 2015. Date of removal: (B)(6) 2015, unsure. The patient states that even though they are out , she still has issues. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on an unknown date: results: confirming full occlusion of fallopian tubes. Pathology test - on (B)(6) 2015: diagnosis: bilateral fallopian tubes: complete cross section of fimbriated end fallopian tubes. Coiled intraluminal device consistent with intratubal birth control device. Endometrium, curettings: endometrium with early secretory pattern with no evidence of cytological atypia or changes characteristic of endometrial hyperplasia. Ultrasound scan - on (B)(6) 2015: uterus: version- anteverted. Endometrium: there is a sub endometrial cysts noted. Iud: none. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') and genital haemorrhage ('abnormal bleeding general') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tube". The patient's medical history included cervical cancer and left lower quadrant pain. In (B)(6) 2009, (B)(6) 2009, (B)(6) 2010 and (B)(6) 2010: x-ray unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes, tubes not closed. On (B)(6) 2009, (B)(6) 2009, (B)(6) 2010 patient underwent transvaginal ultrasound. Result: nothing much, tubes not closed. Previously administered products included for an unreported indication: nuvaring from 2010 to 2011. Concurrent conditions included constipation. In 2009, the patient had essure inserted. In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pelvic pain"). In 2010, the patient was found to have weight increased ("weight gain/weight gain") and hormone level abnormal ("hormonal changes") and experienced anxiety ("anxiety/psychological or psychiatric problems: depression and anxiety"), depression ("depression/psychological or psychiatric problems: depression and anxiety"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), autoimmune thyroiditis ("autoimmune disorder type of disorder: thyroid , hashimoto's"), migraine ("migraines / headaches"), headache ("migraines / headaches"), fatigue ("fatigue") and alopecia ("hair loss"). In 2011, the patient experienced nausea ("nausea"), visual impairment ("vision problem/eye problems") and eye disorder ("vision problem/eye problems"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), menorrhagia ("excessive menstrual cycles and abnormal symptoms/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), pain ("right side pain"), pain in extremity ("leg right pain"), vulvovaginal pain ("vaginal pain"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with bupropion hydrochloride (wellbutrin), ibuprofen, surgery (ablation and underwent a bilateral salpingectormy to remove the essure device) and nutrition. Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, genital haemorrhage, back pain, menorrhagia, weight increased, anxiety, depression, hormone level abnormal, vaginal haemorrhage, female sexual dysfunction, migraine, headache, nausea, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, fatigue, alopecia, visual impairment, eye disorder, pain, pain in extremity, vulvovaginal pain, bladder disorder and urinary tract disorder outcome was unknown and the autoimmune thyroiditis had not resolved. The reporter considered abdominal pain, alopecia, anxiety, autoimmune thyroiditis, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pain, pain in extremity, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient sought medical attention from her health care providers for the forgoing symptoms. Essure insertion date discrepancy found: 2009 and (B)(6) 2015. Date of removal: (B)(6) 2015, unsure. The patient states that even though they are out , she still has issues . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on an unknown date: results: confirming full occlusion of fallopian tubes. Pathology test - on (B)(6) 2015: diagnosis: bilateral fallopian tubes: complete cross section of fimbriated end fallopian tubes. Coiled intraluminal device consistent with intratubal birth control device. Endometrium, curettings: endometrium with early secretory pattern with no evidence of cytological atypia or changes characteristic of endometrial hyperplasia.. Ultrasound scan - on (B)(6) 2015: uterus: version- anteverted. Endometrium: there is a sub endometrial cysts noted. Iud: none. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media contents received : outcome of the previously reported event autoimmune disorder type of disorder: thyroid , hashimoto's was updated to not recovered (previously reported as unknown). On 23-mar-2020: live fu process- social media received: reporter was added, no new clinically significant information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.